Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Device analysis received in good condition with no visible damage or defects observed. The system meets specifications of the ilab system functional feature test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same cases as 2134265-2017-08994 and 2134265-2017-08995. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an imaging catheter and a sled. During the procedure, the mdu freezes during pullback and it recovered after restarting. Acqpc also froze during pullback. In addition, the new ran could not be pressed. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same cases as 2134265-2017-08994 and 2134265-2017-08995. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an imaging catheter and a sled. During the procedure, the mdu freezes during pullback and it recovered after restarting. Acqpc also froze during pullback. In addition, the new ran could not be pressed. No patient complications were reported.